Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for unreadable label with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot #6244603 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the label of 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter was unreadable. Unable to determine lot number and expiration date. No injury or medical intervention.